Event description:
It was reported that the externalized conductors were observed on the right ventricular lead via diagnostic imaging. The patient was asymptomatic. The electrical function of the lead was tested and no anomalies were detected. The lead was explanted and replaced during device change out. Patient is in good condition.

Event description:
It was reported that the externalized conductors were observed on the right ventricular lead via diagnostic imaging. The patient was asymptomatic. The electrical function of the lead was tested and no anomalies were detected. The lead was explanted and re...

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.